Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella rp flex support and during support, the rp was pulled back into the right ventricle (rv). Attempts were made to readvance the pump, however the rp prolapsed deep into the rv and appeared to be kinked at the proximal cannula end near the inlet. The patient was taken to the cath lab to exchange the pump. The physician used tension release and the pump jumped forward to readvance itself across valve into main pulmonary artery. Physicians confirmed good position and with improved flows and there was no patient harm.

Manufacturer narrative:
The investigation into product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Product damage (cannula kink) changed to positioning issue as the issue occurred during repositioning attempts after the impella was pulled back into right ventricle (rv) in the unit when patient sat up in bed. The root cause of the positioning issue most likely was use related due to improper technique. The following have been reported incorrectly on manufacturer device report.